Manufacturer narrative:
Received one speedband device with the velcro strap for analysis. The ligator head was not returned. A visual examination of the returned device found the suture was intact and was attached to the tripwire loop. It was noticed that the crimp was present on the trip wire. The proximal loop was retracted into the handle post. The trip wire was partially rolled in the handle; there is no evidence that the trip wire was secured in the handle assembly slot during the procedure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt.  No issue was noted with the handle assembly. Based on the evaluation of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
This report pertains to one of four devices used during the same procedure. Manufacturer report# 3005099803-2017-00773 pertains to the first speedband device, manufacturer report# 3005099803-2017-00774 pertains to the second speedband device, manufacturer report# 3005099803-2017-00777 pertains to the third speedband device and manufacturer report# 3005099803-2017-00778 pertains to the fourth speedband device. It was reported to boston scientific corporation that four speedband superview super 7 devices were used in the esophagus on a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the handle of the device could not be rotated and the second band failed to deploy. A second speedband was used and the bands failed to deploy. A third speedband was used and the handle of the device could not be rotated and the second band failed to deploy; a fourth was used and the handle of the device again could not be rotated and the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
This report pertains to one of four devices used during the same procedure. Manufacturer report# 3005099803-2017-00773 pertains to the first speedband device, manufacturer report# 3005099803-2017-00774 pertains to the second speedband device, manufacturer report# 3005099803-2017-00777 pertains to the third speedband device and manufacturer report# 3005099803-2017-00778 pertains to the fourth speedband device. It was reported to boston scientific corporation that four speedband superview super 7 devices were used in the esophagus on a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the handle of the device could not be rotated and the second band failed to deploy. A second speedband was used and the bands failed to deploy. A third speedband was used and the handle of the device could not be rotated and the second band failed to deploy; a fourth was used and the handle of the device again could not be rotated and the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.